Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient said they were having trouble and needed the stimulator reprogrammed. Patient just got the implant a week or so ago and they needed simulation moved where it did more for their upper back instead of their legs. Patient said the stimulation was going down their legs more than it was in their back. Patient noted if they laid down they would have to turn the stimulation off completely because it was shocking their leg more than anything. Patient only had group a with programs 1, 2, 3, and 4 and no other groups. Patient increased intensity on program 1 to 3.3 but the issue was not resolved. Pt noticed the issue the day after they were set up by rep. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.